Event description:
This is a report of a touch contamination committed by a patient that resulted in peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were discontinued. The patient also experienced a leak in their catheter tube which contributed to the peritonitis. The patient was hospitalized for the event. Treatment information was not reported. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the peritonitis was a use error reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted.